Event description:
(B)(6) (nurse) called in stating the et meter won't read the strips. This is a urology office and only had the meter for about a year. Reset button pushed and meter was reprogrammed while on the call. When a strip was inserted, nothing displayed on the screen. Meter is powering on, just isn't reading test strips.